Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including connection test and dimensional test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) peritoneal dialysis (pd) transfer sets would not connect to the titanium adapter. During preparation for periodic replacement of the patient transfer set, it was observed that the transfer set would not connect to the titanium adapter. The physician attempted to use another transfer set from the same lot, however, the same connection issue was observed. The physician alleged against the transfer sets and the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.